Event description:
The physician placed a femoral central line, when he pulled the guide wire out, the outer coating of the glide wire unraveled, slinky-sling-appearing. The guide wire was measured to confirm all removed. No injury.